Event description:
Pt was helicoptered in from a hospital in 2009 for acute anterior mi with cardiac arrest and ischemic l foot. Cath lab the same day, with successful ptca and stent placement in cath lab. Pt returned to cath lab the next day, to address ischemic foot. During procedure, there was a guide wire fracture after thrombolytic cath was removed, requiring snare retrieval with a goose neck snare. The entirety of the fractured wire was removed without further incident. This was done under direct fluoroscopy in the cath lab.